Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue could not be verified. Based on the analysis, the alleged unresponsive touchscreen issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.